Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms on the atrial channel through the device and the pacing system analyzer (psa). A revision procedure was performed and this lead was removed from service and replaced. No adverse patient effects were reported.